Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. When invalidating home, the representative reported that a collimator error appeared. Home was then invalidated a second time and the system functioned as designed. The representative noted that there was evidence of a collision with the wall which is suspected to be the probable cause of the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a spinal fusion, the door on the gantry of the imaging system would not close entirely when prompted by the user. The site then manually closed the gantry door. Following the manual close, the door opened and closed as designed and the site performed the necessary image acquisitions without issue.

Manufacturer narrative:
Patient information now provided. Correction: there was a reported delay to the procedure of 15 minutes due to this issue.